Event description:
According to the reporter: procedure: nissen. The sheath broken and pieces fell into pt cavity. The pieces were removed without further consequence to the pt.

Manufacturer narrative:
(B) (4)